Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explanted 4 years ago. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 16640960, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients device was not working for the pain. The patient underwent an explant procedure. No further information could be obtained.